Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and elevated levels of cobalt chromium. Update: 3/1/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and elevated levels of cobalt chromium.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.